Manufacturer narrative:
This complaint was previously reviewed and determined to be non-reportable, however, additional information was received on (B)(6) 2018 and the determination was changed to reportable. Medical device expiration date: n/a. Investigation: customer returned (1) 1cc, 8mm, 31g relion syringe in an open poly bag from lot # 7177611. Customer states that a piece of plastic was hanging off of the syringe. The returned syringe was examined and exhibited a broken thumb press with the broken piece of the plastic in the barrel near the flange. No foreign matter was observed on the sample. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken thumb press) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (foreign matter) probable root causes: for broken/bent plungers: dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break or bend plungers bowed plungers that do not get seated, and get broken off at the delrin wheel complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that foreign matter described as a ¿piece of plastic¿ was hanging off a relion® insulin syringe. During the course of the investigation it was also noted that the thumb press was broken. There was no report of injury or medical interventions.